Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02652. It was reported the patient experienced a headache following a revision surgery (ref. Medwatch # 1327487-2014-12615) of his scs system. The patient's physician performed a blood patch. Follow-up identified the patient is doing well and the headache resolved following the blood patch.